Manufacturer narrative:
(B)(4). Concomitant product: 5054 pacing lead (B)(6) 2006. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted and replaced. The device has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted and replaced. The device hasbeen returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and normal battery depletion was found.